Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and informed the customer that the unit was due for a bi-annual battery test. No repairs were performed as this was solely an informational/advisory message the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit displayed battery maintenance. No patient harm or injury was reported.